Event description:
No blood glucose reading provided. The customer reported that one of the buttons of the insulin pump was unresponsive. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Pump was received with intermittent button response due to flattened all the buttons dome switch. Unit had cracked display window corner, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.